Event description:
It was reported the patient presented for routine follow-up in clinic where it was noted there was loss of capture. The patient elected to not revise the lead. Pacing functions were programmed off and the lead remains implanted. Patient condition was good.